Event description:
On 03/03/2016- additional information was received from a physician via a clinical study indicated other medications the patient was taking at the time of the event included norco and percocet. The patient's pertinent medical history included back pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2003, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), male patient who was receiving sufenta 300mcg/ml at 135.03 mcg/day, bupivacaine 25 mg/ml at 11.253 mg/day and baclofen (type and lot number unknown) 2247mcg/ml at 1011.4 mcg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. The last pump status update was (B)(6) 2015 at 19:21. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient presented in office for a post-operative visit following a maintenance replacement. The area overlying pump was red, swollen, and erythematous. The patient had fever of 101. A pump pocket infection was diagnosed. Cultures revealed 1+ staph aureus and 1+ staph epidermidis; staph infection present. On (B)(6) 2015, the pump was explanted (not replaced) and the catheter was capped and surgically abandoned. The event resulted in in-patient hospitalization. On (B)(6) 2015, the event resolved without sequelae. The event was reported as unlikely related to the device or therapy and possibly related to the implant surgery. Additional information has been requested regarding the patient's medical history and concomitant medications, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
The pump was returned and analysis found no anomalies. The pump passed all non destructive testing. All pump logs were clean, meaning no motor stalls, no motor stall recoveries, or errors of any kind had ever occurred with this pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.